Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4).the event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
Baxter product surveillance contacted a home patient (hp) regarding a check lines and bags alarm where the lumen was occluded on the green bag. The hp stated that they closed the clamp on the line, took off the bag, checked the bag, found it was occluded, attached a new bag to the setup, let it prime and then reconnected. Since then, therapy has been going well. There was patient involvement but no injury or medical intervention was reported.